Event description:
It was reported that there was ventricular fibrillation and ventricular tachycardia episodes due to noise and oversensing on the lead. A review of the device performance data noted an increase in the lead impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a distal segment of the lead was returned and analysis found that the distal conductor was fractured. The defibrillator conductor was distorted and several conductors had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay and it also had cosmetic environmental stress cracking. The inner tubing was kinked/buckled and torn. There was a white substance on the exposed defibrillator coil. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. There was tissue on the helix. (B)(4) we also received performance data collected from the device and have analyzed the data. Oversensing was noted with fifteen ventricular non-sustained tachycardia episodes less than or equal to 200 ms on (B)(6) 2012. There was one ventricular fibrillation equal to 130 ms average v-cycle on (B)(6) 2012. Interference/noise was noted. The ventricular short interval count v-sic was equal to 492 counts, in 0.79 day, between (B)(6) 2012 and (B)(6) 2012.